Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, arm three was disabled and had a fault. The site had called an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse observed multiple universal surgical manipulator (usm) 3 errors. While the tse reviewed the logs, the caller mentioned that the patient was bleeding from an unspecified source. The staff undocked the robot and converted the case to a traditional laparoscopic procedure to control the bleeding. The tse walked the customer through a power cycle of the patient cart; the system powered on without errors. The tse advised the customer that the error may return. Isi contacted the site¿s robotics coordinator and obtained the following information regarding the reported event: she stated that while the surgeon was dissecting the uterus, usm #3 faulted. At that time, the patient was bleeding. She is unsure if the surgeon had nicked a vessel and if the surgeon was actively cauterizing when the error occurred. The surgeon could not complete cautery, which contributed to additional bleeding. The surgeon converted the procedure to a traditional laparoscopic procedure and addressed the bleeding with a ligasure device. Then the surgical staff switched back to a robotic procedure after a restart, and the procedure was completed as a robotic procedure. The robotics coordinator did confirm there was no malfunction of an instrument during the procedure. She also confirmed that the system was used the same day for another procedure with no issues.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm #3 (part #380647-28) due to repeating errors and faults to disable the arm. The fse tested the system and verified that the system was ready for use. Isi received the usm involved with this complaint to perform failure analysis related to error codes 25730, 23098, 25731, and 25732 pointing to usm #3. The unit was tested on an in-house system in normal mode and triggered no errors. The unit passed all test with no triggered errors. The fat flex able (ffc) and fiber assembly connections were checked throughout the unit and no issues were found. The unit was also checked for fluid intrusion throughout the unit and no issues were found. Through a review of the system logs, multiple communication errors were identified. The reported problem was confirmed but not replicated. As a precaution, the axes controller arm (aca), axes controller motor (acm, and clock spring assembly will be replaced to address the reported problem. A review of the site¿s system logs confirmed multiple usm #3 errors and a procedure mid-start, which correlates with the reported incident. Additionally, all instruments used in the case were used in subsequent procedures. Moreover, the robotics coordinator had confirmed there was no malfunction of any instrument that contributed to the bleeding. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure usm #3 was disabled and had a fault. At that time, the surgeon was actively cauterizing but could not complete cautery. As a result, the procedure was converted to traditional laparoscopic surgery in order to address the bleeding.